Manufacturer narrative:
Review of the most recent repair record determined the unit would not power on. The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this unit would not power on during cleaning. There was a bad power module, but no harm or delay reported. Investigation found power female plug and fuse holder burnt. No adverse events were reported as a result of this malfunction.